Manufacturer narrative:
H10: reference manufacturers report (B)(4) with corrected registration number. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Serial number unknown. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer stated that the monitor inside the room gets faster, and the electrocardiogram cannot be seen. The device was in use on a patient. There was no report of patient or user harm.